Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings, showing an unknown error message and would not turn on. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained when the medical surveillance specialist reviewed the call as the patient was unable to be contacted for follow up. The patient reported that the alleged meter issues began approximately 2 months ago. The patient claimed that the meter worked intermittently but reported that when she started to test again one month ago she was getting inaccurate readings, error messages and then the meter completely stopped working about 3 weeks prior to contacting lfs. The patient reported that she manages her diabetes with 1000mg metformin twice daily and 25mg glyburide once a day but claimed that she went back and forth between medicines due to the alleged inaccuracy issue and was also put on insulin (type unspecified) 2 units a night for about a week. The patient also mentioned that she had been off the medicine for the last few months but had been advised to continue to test her blood sugar. The patient claimed that an unknown time after the alleged meter issues began she developed symptoms of hypoglycemia, specifically feeling ¿really dizzy and shaky¿ but alleged that when she tested with the subject meter it would read inaccurately high, specifically she reported obtaining a result of ¿135 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported self-treating her symptoms with something sweet and reported feeling better. During troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and that the correct test strips were being used. The csr confirmed that the meter was not being used for the first time and based on the information provided the batteries did not need to be replaced and there appeared to be no misuse to the device. The csr walked the patient through turning the meter on, however, the issue was not resolved with training. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issues with the subject meter began.